Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a missed bolus reminder. Customer was unable to clear the reminder. Customer's blood glucose was over 160 mg/dl. Customer reported the belt clip broke. Customer mentioned her blood glucose was 35 mg/dl and she treated her low blood glucose with beverage and candy. Customer checked her blood glucose again it was still in the 30 mg/dl range. Customer treated her low blood glucose with oatmeal and orange juice. Customer was able to get her blood glucose to 176 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, a21 tests and all operating current test were normal. No bolus anomaly or missed bolus alarm noted during our testing. The insulin pump had with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No damage on belt clip slot noted and the insulin pump was returned without the original pump belt clip.